Manufacturer narrative:
A4-a6:unk. H6: off-label - acd<3.0. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -3.5/2.5/27 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault and refractive suprise was observed. Cause of the event is unknown.